Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with piperacillin 2.25 grams intravenous (IV) every 8 hours (start date unknown), antibiotic therapy was ongoing at the time of this report. On an unknown date, the patient¿s pd catheter was removed for an unknown reason. The patient was switched to hemodialysis (hd). The outcome of the event was unknown. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).